Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would intermittently not power up, displayed "5v self check failure-1172," "compressor failure -1001", and an unknown "pneumatic sensor failure" error messages. Customer indicated clinician reverted to manually ventilating patient until a second device was provided. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical corporation; the customer's reports for the device showed error code 1172 and the device powered on intermittently was duplicated and attributed to a faulty compressor. The compressor was replaced to resolve the report. The customer's report for the device showed error code 1001 was duplicated and attributed to foreign substance on the manifold assembly. The manifold assembly was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down, would intermittently not power up, displayed "(B)(4)", and an unknown "pneumatic sensor failure" error messages. Customer indicated clinician reverted to manually ventilating patient until a second device was provided. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.